Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced vomiting, lethargy and lack of appetite. After 12 hours of symptoms the patient´s parent took blood glucose readings where the cgm was reading 55 mg/dl and the blood glucose reading was 600 mg/dl, causing the patient´s insulin pump (omnipod 5) to not give proper insulin and sending patient into diabetic ketoacidosis (dka). The patient was taken to the emergency room for monitoring and was treated with unspecified IV fluids. At the time of the report, the patient was doing well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.